Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID#: (B)(4).

Event description:
It was reported that once the intra-aortic balloon (iab) was inserted and therapy was initiated, the iab did not inflate fully. A new iab was inserted to continue therapy. After approximately three days of therapy with the second iab, shortly before therapy was planned to end, the console generated a rapid gas loss alarm and pumping stopped. There were no issues with the tubing and no issue found during a leak test performed after removing the iab. There was no patient harm or adverse event reported. This record is for the first iab used in this event. A separate report will be submitted for the second iab.

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).